Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Based on the available information, the cause of the reported event could not be conclusively determined.

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023, a 27mm portico valve was implanted in a patient with an implant depth of 4mm. A post-implant balloon valvuloplasty done due to trace perivalvular leak. On (B)(6) 2023, it was reported that while the patient was sitting having cup of tea, they heard a whooshing sound, felt funny, and blacked out for a few mins. The patients spouse witnessed the event. The patient was brought to hospital for a permanent pacemaker on (B)(6) 2023. The patient is stable. Subsequent to the previously filed report, additional information was received, it was reported that on (B)(6) 2023, the patient had tachyarrhythmia, blood pressure stable given intravenous 20mm magnesium 1 mg metoprolol oral 50 mg metoprolol and intravenous potassium 40mmol with good effect. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Au4702 - 38 ((B)(4)). It was reported that on (B)(6) 2023, a 27mm portico valve was implanted in a patient with an implant depth of 4mm. A post-implant balloon valvuloplasty done due to trace perivalvular leak. On (B)(6) 2023, it was reported that while the patient was sitting having cup of tea, they heard a whooshing sound, felt funny, and blacked out for a few mins. The patients spouse witnessed the event. The patient was brought to hospital for a permanent pacemaker on (B)(6) 2023. The patient is stable.